Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon eval, the front response button's switch was missing its conductive component. The root cause for the defective switch cannot be positively identified, but is likely physical abuse. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(6) old, male, pt, contacted zoll customer support to report a damaged response button. The pt was issued a replacement monitor.